Event description:
Initial glucose result of 18.67 mg/dl. Rerun of same sample recovered 83.86 mg/dl. No information provided to determine if results were used to guide therapy. The field service rep performed maintenance and performance check tests which were within specification.